Manufacturer narrative:
For the investigation the log files were analysed, the described failure "poti unplugged" could be confirmed on (B)(6) 2016. In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In (B)(6) 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the potentiometer array o2 unplugged resulted in "technical failure" message on the display on (B)(6) 2016. The device failed and the patient had to be manually ventilated during transport. No injury reported. The complaint description indicated two events with the same device. The other MDR is 9611500-2016-00284.